Event description:
Clinical sales consultant stated that fiber could be used for structures and for turp at 80 watts where prostate is under 40 grams. Case board as structure, decision to resect made intraoperatively. Procedure started using same fiber at 80 watts. Fiber tip flamed and broke off inside pt, necessitating retrieval and damaging cystoscope lens, potentially burning urethra.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.